Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one idrive¿ ultra reusable powered handle and one endo gia¿ reusable adapter opened by the account. No visual abnormalities were noted for the handle or adapter. The eeprom was uploaded and indicated 9 autoclave cycles for the handle and 8 autoclave cycles for the adapter. Functionally, the quick connect was depressed numerous times and displayed no hang-ups or abnormalities. The articulation, rotation, close/fire, open and push to fire buttons and knobs were twisted and depressed all showing full functionality. The unload button on the adapter was depressed numerous times and displayed no hang-ups or sluggish returns. The isi pin location was checked and found to be at the center and the center rod orientation was checked and was found to be assembled properly. The eeprom was reviewed and no failure codes related to the reported conditions were seen. Since the clinical battery and reload were not returned, pmv representative ones were utilized for all functional testing. A pmv idrive battery pack was loaded into the idrive ultra. The idrive ultra powered up properly and system calibration was successful indicated by the steady green light above the handle symbol. All five white status lights illuminated indicating greater than 15 surgeries remaining on the handle. The adapter was inserted onto the handle and calibrated without issue. All five white status lights illuminated indicating greater than 15 surgeries remaining on the adapter. A pmv endo gia¿ 60mm articulating medium/thick reload was inserted onto the adapter and the reload detect led immediately started flashing as intended, indicating that the software recognized the presence of a reload. The reload was closed and then opened to change the flashing green reload detect led to a solid green state. The adapter was rotated in increments of forty five degrees and fully articulated left and right each time, and the device recognized the reload the entire time. The pmv endo gia¿ 60mm articulating medium/thick reload was then fired. The reload cut cleanly on the appropriate test media. The reload loaded, unloaded, articulated, rotated, and opened/closed properly and without difficulty. Unfortunately the reload was not received for further evaluation. A review of the device history records indicates each device lot number was released meeting all (B)(4) quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: doing a low anterior resection with the robot and there is a chance that a piece of plastic, from the reload fell off in the patient. The first assist was pulling the stapler through the trocar and the reload broke. The surgeon determined nothing additional needed to be done because the piece from the reload was retrieved. The patient is doing well. The surgeon determined there was no need to reopen the patient. No tissue loss. No tissue damage. No blood loss of more than 500cc. The procedure was delayed by more than 30 minutes but no adverse event was reported. No reinforcement material was used.